Manufacturer narrative:
(B)(4). It was alleged in the plaintiff's complaint, the patient's post-surgery sternal wound did not heal well, patient complained to the cardiac surgeon and was given a prescription for bactrim ds and office visit. Subsequent tests confirmed the sternal wound tested positive for acid-fast bacilli (afb) which was speciated as m. Abscessus, an ntm infection, and the patient started an antibiotic regimen of linezolid, cefoxitin, and amikacin. The patient was taken to the operating room (or) for sternal wound debridement, removal of sternal wires, and pectoral muscle flap closure. The patient's cultures returned as resistant to linezolid, and the linezolid treatment was discontinued. The patient was put on tigecycline. The patient was discharged with long term IV antibiotics. The patient has received four surgeries for sterontomy wound infections and has been diagnosed as having high frequency hearing loss as a result of toxicity from one of the long term antibiotics, amikacin. These statements have not been independently verified with the hospital.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported to have contracted a bacterial infection (ntm) infection.

Manufacturer narrative:
The reported complaint was not verifiable. There was no indication of an issue with the heater/cooler unit that was used in the case and no indication that the unit was responsible for the reported infection. There was no indication of a nonconformance of this device. Diligence for additional information from the customer was unsuccessful. No product was returned for evaluation. Preventive maintenance (pm) was performed, as per the defined schedule. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.